Event description:
It was reported that the customer stated there is a piece missing by the battery cap. Customer's blood glucose level at the time 100mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. (B)(4).